Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11j. Retainer ring = clear. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. No unexpected insulin flow blocked alarm. The motor was tested outside of the device and passed and force sensor tested and passed. Pump received with cracked select button keypad overlay, cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir/pcap lock properly inside the reservoir tube.